Manufacturer narrative:
Initial and final MDR 1913818- MDR 3003442380-2024-14740- device 8 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she faced bruising and leaking at infusion set insertion site with10 infusions set.the infusion set was in use for18-36 hours. The blood glucose level was 400mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.